Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the driveline associated with hw22193 and the controller (con402802) were not returned for evaluation. Review of hw22193¿s service history records indicated that the device was previously serviced, and the repair actions were verified. A review of the pump's device history record confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed evidence of tape and stabilization applied by the site to the driveline outer sheath and the previous splice repair. Upon removal of the tape, on-site inspection and visual evidence revealed new damage to the outer sheath and damage to the inner lumen near the previous splice repair, leading to exposure of the driveline cable¿s wires. On-site inspection and visual evidence also revealed damage to the insulation of the red, green, black, blue and yellow wires, which are associated with both the front and rear stators. Log file analysis revealed several motor start events recorded within the analyzed period in which the motor start parameters were atypical. Review of the controller log files associated with (B)(4) also revealed a controller power-up event, with an associated motor start event, logged on (B)(6) 2024 at 01:26:19, indicating a loss of power to the controller. The data point prior to the loss of power revealed that bat906282 was connected to power port one (1) with 24% relative state of charge (rsoc) and bat937149 was connected to power port two (2) with 29% rsoc. The data point after the loss of power revealed that bat816624 was connected to power port one (1) and bat816745 was connected to power port two (2). The controller was without power for eight (8) seconds. No anomalies were recorded leading up to the loss of power. This is an additional finding, unrelated to the reported event. A possible root cause of observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. CAPA (B)(4) is investigating controller losses of power. Log file analysis also revealed several spikes in power consumption to parameters above normal operating range within the analyzed period, and 58 high watt alarms were logged since (B)(6) 2024. Review of the event log file revealed 104 reactivation events logged between (B)(6) 2024 at 19:28:46 and (B)(6) 2024 at 10:13:56; 57 of the reactivation events indicated an overcurrent condition on the rear stator and 47 of the reactivation events indicated an overcurrent condition on the front stator, resulting in the pump running on a single stator. Additionally, review of the alarm log file revealed that 92 vad stopped alarms were logged between (B)(6) 2024 at 20:27:46 and (B)(6) 2024 at 10:24:38, indicating that the motor stators failed. Furthermore, 87 electrical fault alarms were logged between (B)(6) 2024 at 20:28:05 and (B)(6) 2024 at 10:17:01; 14 electrical fault alarms were logged due to the front stator not being connected, 15 electrical fault alarms were logged due to an overcurrent condition on the front stator, 22 electrical fault al arms were logged due to the rear stator not being connected, and 36 electrical fault alarms were logged due to an overcurrent condition on the rear stator. Log files also revealed 93 vad disconnect alarms logged between (B)(6) 2024 at 20:27:46 and (B)(6) 2024 at 1 0:16:58, indicating disconnections of the driveline from the controller. Of note, several of the vad disconnect alarms were most likely false alarms. The vad disconnect alarms recorded that the speed at the onset of the alarms were higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering the vad disconnect alarms, even if the driveline was still physically connected to the controller. Log file analysis also revealed one (1) failed motor start event logged on (B)(6) 2024 at 19:28:21, indicating that the pump failed to restart after multiple attempts. Additionally, one (1) low flow alarm was logged on (B)(6) 2024. The low flow alarm is an additional finding, unrelated to the reported event. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. As a result, the reported event was confirmed. A driveline splice procedure was performed to mitigate the reported driveline damage conditions. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed self-repair may be attributed, but not limited, to improper handling. A possible root cause of the inner lumen damage and wire damage may be attributed to handling of the device and/or wear over time without the outer sheath present. The most likely root cause of the electrical fault alarms, reactivation events, and vad stopped alarms can be attributed to the damage to the driveline cable wires; several wires may have come in contact with each other, which would trigger a short circuit condition. Possible root causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm, overcurrent conditions on both stators, and/or physical disconnections of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Based on historical review of similar high-power events and the risk documentation, a possible root cause of the high power event may be attributed, but not limited, to external factors such as thrombus formation/ingestion, the increased power consumption required to run on a single stator, and/or a premature demagnetization of the inner bearing sub-assembly. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the failed motor start event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Hw22193 is in scope of fca cvg-21-q3-21. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to the hospital due to the vad stop for further monitoring. Old tape (silicone= rescue tape) and a self-made stabilization by clinic placed on drive line and drive line splice tube were noticed during the inspection. It was also reported that the vad would stop with any movement attached to the driveline. The velour was seen outside of body due to a previously driveline replacement after major infection. The old tape was removed, a huge damage at the cables directly after the splice tube was noticed. 5/6 wires with isolation defects, the splice tube was placed 4" from exit side. During the preparation the vad stopped 7 times but restarted. The patient decompensated approx. 5 min after the pump stopped, cardiopulmonary resuscitation(CPR) was performed during the splice repair. The vad restarted after repair under normal parameters.

Event description:
It was reported that the drive line wire was damaged in a ventricular assist device (vad) patient, who had undergone a previous splice repair. Vad stop alarms occurred when the patient was actively moving. During the clinic visit, the drive line was inspected, and a splice repair was performed. The vad stopped during the repair, and this was discussed with the surgeon beforehand. The patient, as informed today, is stable. It was also reported that the controller exhibited vad disconnect alarms, vad stopped alarms, electrical fault alarms, and review of the vad log file data revealed history of multiple motor start events with parameters outside of the typical range. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date: 30-sep-2019/ serial or lot#:(B)(6) UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun d9: no h4: mfg date: 11-sep-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a ventricular assist device exchange to a competitors device.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated ed and additional codes block. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.